Event description:
Ge healthcare found internally that the diameter value displayed in the measurement annotation of the lumen view did not match the diameter value of the vessel where the diameter line is placed when using quick advanced vessel-analysis (ava) application under certain conditions. The concern is for an under or overestimation of the vessel which may lead to misdiagnosis.

Manufacturer narrative:
Investigation conducted by ge engineering revealed the cause to be loss of synchronization between the diameter line and measurement annotation in the lumen view after one of the branches being tracked is unchecked. Projection of diameter line from one branch to another and internal measurement of diameter on another vessel instead of the one displayed also contribute to the issue. The system's operator manual informs the user that the ava application is a supplementary tool meant to complement or confirm diagnosis based on classical techniques. The lumen and 3-d views should be used for orientation purposes only and not for diagnosis. There has been no similar complaint received from the field.